Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. No damage noted on the keypad traces. The connector on lcd was locked. No unexpected no delivery alarm or prime fill anomaly noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked battery tube threads and cracked reservoir tube.

Event description:
The customer called and reported a button was not responding on the insulin pump. Customer's blood glucose was not known. It was stated there were no significant events leading to the keypad issues. The customer also received a no delivery alarm that was resolved with a complete set change. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.